Event description:
It was reported by the legal department via a copy of a legal summons on (B)(6) 2014 via email. It was reported the patient experienced pain and swelling of his right ankle. On (B)(6) 2012, the patient had an x-ray of the right ankle and it revealed a fracture through the plate transfixing prior fracture site. On (B)(6) 2012, the patient underwent a procedure to check the hardware and possible removal. The underlying plate was identified and confirmed the plate was broken at the midline. Two portions of the broken plate and 6 screws were removed. An osteotomy on the fibula and a wedge osteotomy on the tibia were performed. A 5-hole dynamic compression plate (dcp) 3.5 plate was contoured and placed on the anterolateral tibia and a 7 hole one third tubular titanium plate was contoured and placed on the lateral fibula. This report is for an unknown plate this report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.